Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 588mg/dl. The caller stated that air bubbles lead to her glucose level to increase. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.